Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements. Technical services (ts) suspected possible lead fracture or spring contact anomaly. Further testing was recommended. As a result, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements. Technical services (ts) suspected possible lead fracture or spring contact anomaly. Further testing was recommended. As a result, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This rv lead has not been returned to boston scientific.